Event description:
The manufacturer received information alleging a ventilator's screen froze and alarmed for a ventilator inoperative alarm condition. There was no harm or injury reported. The customer reloaded the software to address the issue.